Event description:
It was reported that during a treatment procedure for a venous thrombosis, there was a separation of the distal tip of the guidewire. The physician was attempting venous reconstruction of the occluded inferior vena cava. He was using the wire to gain access and when it was in the superior vena cava, he torqued the wire to advance across the lesion in the inferior vena cava. The wire then broke and approx one inch of the distal tip remained in the superior vena cava. He was able to retrieve the wire fragment with a snare. The physician did not believe he had used unusual force and he did not note unusual resistance. No pt injuries or complications were reported.